Event description:
Joint effusion [joint effusion]. Swollen knee [joint swelling]. Case description: spontaneous report received on 24-jun-2008 from a physician regarding a (B) (6) male patient with osteoarthritis, (B) (6). The patient received his first dose of synvisc on (B) (6) 2008 administered via intra-articular route 2ml, once. The patient's relevant medical history includes osteoarthritis. On (B) (6) 2008, approximately 4 days after starting synvisc, the patient experienced joint effusion, and a swollen knee that was moderate in intensity and non-serious according to the physician. The patient's extension and flexion were measured at 130 degrees, a knee aspiration was done, and reported as "without any findings". On (B) (6) 2008, a second knee aspiration was done, and reported as "without any findings". Synvisc was last administered prior to the reported events on (B) (6) 2008. Synvisc was permanently discontinued on an unknown date. As of the date of receipt of this report the patient outcome was not yet recovered on (B) (6) 2008. Concomitant medications reported include an unspecified non-steroid antirheumatic agent administered on (B) (6) 2008, and an unspecified steroid, administered on (B) (6) 2008. The physician assessed the relationship between joint effusion and the swollen knee with synvisc as probable. Follow-up information received (B) (6) 2008: the patient's history is relevant for one previous treatment cycle with synvisc. The patient was given diclofenac 50mg tid for 4 days, and triamcinolon 20mg was injected secondary to synvisc. As of the date of this report, the event is resolved, according to the physician. Qa result was received on 07-jul-2008. The production and quality control documentation for lot# t0704 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.

Manufacturer narrative:
Evaluation summary: the production and quality control documentation for lot# t0704 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.